Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during a procedure involving a handpiece, the patient experienced pain. There were defects or cuts on the electrode surface, which were partly superficial and partly deep, and a sharp edge was noted on the curve of the blade. The procedure involved an upgrade to a cardiac resynchronization therapy defibrillator with the repair of all three leads and isolation in the pocket using a repair kit.

Manufacturer narrative:
H3: upon receiving the device, it looked to be used with char on the blade and it looked like the coating of the blade was coming off. No further testing was done. Complaint confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.